Event description:
A physician reported that the cutter was not working (not cutting) during surgery in an elderly patient. The procedure type was unknown. The aspiration condition was normal. The procedure was completed on same day by another machine. There was no information about any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).